Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient has decreased night vision.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: 2019-51626.

Event description:
A physician reported that 6 years following an intraocular lens implant procedure there are glistenings on the iol. Additional information was provided by the physician that the patient is not entirely unhappy and does not drive at night anymore. There are two medical device reports associated with this patient. This report is associated with the left eye.